Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the radiofrequency (rf) programmer head was unable to be disconnected from the programmer and the stylus was not working on the screen, it skipped a spot. The rf head cable and the overlay/bezel assembly were replaced to resolve and the stylus calibrated. It was also noted that the rf head connection on the link electronic module (lem) was loose and the lem was therefore replaced and calibrated. (B)(4).

Event description:
It was reported that the programmer's radiofrequency programmer head was unable to be disconnected from the programmer, it was "stuck" and it was further reported that the programmer head appeared to be not functioning any longer. It was additionally reported that the programmer's touch pen stylus did not work on the screen, that it was very slow to find a spot on the screen where it can connect/communicate and it was noted that it had been changed out but the situation did not resolve. The programmer and the programmer head were both returned for service. No patient complications have been reported as a result of this event.